Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) . Corrected fields: d4. A getinge field service engineer (fse) stated that unit found to be unable to autofill. Further inspection found the unit is unable to release helium from its fill manifold. Fse replaced the fill manifold (0997-00-0565). The unit passed all functional and safety tests. The failure analysis and testing department received the following part associated with this complaint: helium reservoir assy this part was received with a reported unit failure message of leaking helium. Performed visual inspection of this part received and part looks to be in good condition. Installed helium reservoir assy into the cardiosave test fixture and tested to the factory specifications per procedures. The failure analysis and testing department verified the failure message of leaking helium. The failure analysis and testing department performed low pressure tank transducer calibration and failed. The fat dept. Could not be able to calibrate low pressure tank transducer. Also, performed all manifold leak tests and failed leak diff. Pres. And failed autofill tests. This probably cause from internal helium reservoir and helium reservoir failed testing. Root cause grid probable impossible to define. Retaining helium reservoir in the fat dept. Per procedure. Probable root cause is failure of the pressure transducer.